Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of receiving excessive no delivery alarms, which was resolved with a complete set change. Customer's blood glucose was high and had ketones; customer does not recall blood glucose readings. Customer also reported that display and battery compartment was cracked. Customer was advised that insulin pump would need to be replaced.